Manufacturer narrative:
E1 reporting institution phone#: (B)(6). It was also indicated the device (ascom phone) was not usable and a replacement was requested. The customer alleged that an asystole alarm was missed. The patient underwent resuscitation measures, however the patient passed away. A philips project manager and application specialist were contacted. It was noted that the configuration is set for delayed phone notification, however the allegation indicates that the message was received (very briefly) and disappeared. A philips remote service engineer (rse) spoke with the customer and noted that the event took place on (B)(6) 2025 at approximately 19:50 hours. The onsite technician triggered a red alarm and this was received at the end device (myco 3 smartphone) with careassist 4.4.0. The test was successful. The software was proactively updated to version 4.3.7. A philips field service engineer (fse) was dispatched and the preliminary investigation and found that starting at 19:55:07, an alarm was generated at the patient information center ix (pic ix) indicating that there was no mobile device available for alerting for the affected bed location. From 19:55:15 and 19:55:18, red alarms were generated on the mx40 monitor and the picix. These were acknowledged at the picix at 19:55:28 and 19:55:29, whereupon the alarm was terminated at the picix. According to the caregiver, the necessary actions were then immediately initiated for the patient. The early investigation indicates that the mobile phone was not in use. As this is contradictory to the original allegation, quality personnel are working with the field engineer to clarify the event. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported no alarms were generated on the nurse phones and the patient passed away. It was indicated red alarms would be displayed briefly on the nurse phone but it appears there was no audible alarm.

Manufacturer narrative:
A2: age is corrected from 85 to 65. A philips remote service engineer (rse) spoke with the customer and confirmed that the event occurred on (B)(6) 2025 at approximately 19:50 hours. It was confirmed that only one phone was logged in to receive alarm messages at the time of the event. The user indicated that the alarm message appeared briefly and then vanished. The investigation revealed that the phone system is configured to ¿auto close popup for handled events.¿ this means that if an event is acknowledged, ended, expired, or accepted at another device, any open pop-up windows for the event are closed. When this option is disabled, the popup window remains open until a user dismisses it. The alarm was acknowledged at the pic ix at 19:55:28, which removed the notification from the phone. An onsite technician successfully triggered a red alarm on the myco 3 smartphone using careassist 4.4.0. The test was successful. The pic ix software was updated to version 4.3.7. A philips field service engineer (fse) was dispatched. Preliminary investigation found that starting at 19:55:07, an alarm was generated at the patient information center ix (pic ix) indicating no mobile device was available for alerting the affected bed location. Red alarms for xbrady and asystole were generated at 19:55:15 (***xbrady 31< 35) and 19:55:18 (***asystole), respectively, on the mx40 monitor and at the picix. These were acknowledged at the picix at 19:55:28 and 19:55:29, terminating the alarm at the picix. Xbrady and asystole alarms continued to generate until 19:55:29 and 19:55:40. According to the caregiver, the necessary actions were then immediately initiated for the patient. The logs indicate that the mobile phone was not connected at the time of the event. The issue is not confirmed. Per the solutions guide for pic ix distributed alarm system, release 4.x,part 4535 649 46671, p 5-6: when there is a disconnect between a pic ix surveillance and the pic ix notification server: ¿ ipm bedside monitor (non-its revision p), the alarm source/communicator, displays the no mobile technical alarm on all ipm newer than revision p assigned to the patient. Undeliverable alarms let you know that alarms are not sent to mobile devices running care assist. (For example, if an mx40 has an undeliverable alarm, the no mobile displays on the ipm that is assigned to the patient.) ¿ pic ix, the alarm communicator, displays no mobile technical alarm in all the monitoring sectors to let you know that alarms are no longer sent to mobile devices running care assist. Surveillance also displays paging not available in the status message at the top center of the screen. ¿ care assist, the alarm communicator, any caregiver signed into care assist that is configured to receive alarms from that surveillance host receives a connection to <pichostname> dropped event notification. This notifies them that they are not receiving configured alarms at care assist for that surveillance host. The logs indicate that the alarms were generated by the mx40 and pic ix, these alarms were acknowledged at the pic ix and the mobile phone was not available for event notification (no mobile) at the time of the event. The system is working as designed, configured and operated. A response letter is being provided to the customer to address the issue. The investigation concludes that no further action is required at this time.

Event description:
Additional information was received indicating that at 19:55:07 an alarm was generated at the central station indicating there was no mobile device available for the bed location. The customer indicated this may have been due to technical or clinical configuration reasons. At 19:55:15 and 19:55:18, red alarms were generated on the mx40 and the central station and were acknowledged at the central station. Intervention for the patient immediately followed, therefore, there was no delay in care. The caregiver was aware of the change in patient condition and responded immediately to the appropriately generated alarms; therefore, the device did not cause or contribute to the reported death.